Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. As per explantation report stimulator housing was found migrated from implant bed. Additionally, damage to the active electrode due to excessive mechanical stress was also found, which likely contributed to the reported symptoms. Other damages found during investigation are most likely related to the removal surgery. This is a final report.

Event description:
During a routine fitting appointment in (B)(6) 2015, in situ measurements showed 6 electrodes with high impedance. There was no complaint regarding hearing performance from the patient's parents. The patient had been ill with a fever for a period of 10 days a week prior to the scheduled clinic visit. At that time, the clinic planned to monitor the patient and treat with anti-inflammatory medication. The physician reported that 3 basal channels were extra-cochlear. The patient was reimplanted on (B)(6) 2016.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing showed 6 electrodes with high impedance. An accident or trauma is not known. Patient's parents had no complaint about device performance. Reportedly, the patient had fever for 10 days before presenting to the clinic. Further in situ testing and, eventually, re-implantation are being considered.